Manufacturer narrative:
Device not returned.

Event description:
Patient's legal representative stated uti, urinary retention, pain, voiding dysfunction, oab symptoms, recurrent utis, dyspareunia, erosion, bleeding, bowel problems, loss of consortium, sui, infection, urinary problems, vaginal scarring, neuromuscular problems, excision.